Event description:
It was reported that prior to a procedure, a hole was found in the packaging seal. The device was never used on a procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.